Event description:
It was reported that this lead was a case of an attempted implant in the left bundle branch. While attempting to place the lead, the helix broke and fragments of it were left in the septum of the patient. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.

Manufacturer narrative:
This device has not been returned to boston scientific; therefore, physical analysis has not been performed. Investigation of the available information suggests that torsional overstress during attempts to position the lead may have caused the helix to break. Depending on patient anatomy and physician implant technique, adequate torque may not be transferred to the helix in all cases.

Event description:
It was reported that this lead was a case of an attempted implant in the left bundle branch. While attempting to place the lead, the helix broke and fragments of it were left in the septum of the patient. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.

Event description:
It was reported that this lead was a case of an attempted implant in the left bundle branch. While attempting to place the lead, the helix broke and fragments of it were left in the septum of the patient. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.

Manufacturer narrative:
Corrected fields: initial reporter information.

Event description:
It was reported that this lead was a case of an attempted implant in the left bundle branch. While attempting to place the lead, the helix broke and fragments of it were left in the septum of the patient. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.